Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017. The patient experienced drain volume that was over 180% of their fill volume. The patient stated they were asymptomatic and did not experience an adverse event. There were no alarms reported. The patient had a last drain volume of 5400ml and their largest fill volume was 3000ml. The reported large drain of 5400ml was 180% over the expected volume which resulted in a reportable device malfunction. The patient did not require any medical intervention due to this event. The patient received a new cycler and has continued with peritoneal dialysis therapy without further complications.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were no deviations or nonconformance's during the manufacturing process. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak test and voltage check and was found to meet product specifications. The load cell verification was found to be within tolerance. An internal inspection of the cycler found that there was no visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.